Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿early or late postoperative infection and allergic reaction.¿ this report is number 5 of 14 mdrs filed for the same event (reference 1825034-2015- 00857, 00876 / 00877 & 00879 / 00889).

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to failed hip caused by patient bone loss around the cup and poor bone quality. A second revision occurred on (B)(6) 2015 due to infection at which time spacer molds were implanted. The patient was reimplanted on (B)(6) 2015. The spacer molds were removed and replaced with custom products.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to failed hip caused by patient bone loss around the cup and poor bone quality. A second revision occurred on (B)(6) 2015 due to infection at which time spacer molds were implanted. A custom triflange component is currently being created for an upcoming revision in (B)(6), whereby the spacer molds will be replaced and the custom triflange implanted.